Manufacturer narrative:
Submit date: 9/15/17. An investigation is currently under way; upon completion the results will be forwarded.

Event description:
The customer reports that air is being drawn into the syringe whilst obtaining samples. This affects the quality of the sample resulting in the patient having to have another venepuncture to obtain a second blood sample.